Event description:
The customer contact reported that device touchscreen does not respond. The device was returned to the biomedical dept. For an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There was unk pt involvement, unknown reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touch screen test and was out of calibration. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was found the device did not pass the touchscreen test. This was due to the touchscreen being out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.